Event description:
It was reported that air was visualized. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the patient, and the dilator was pulled out. The sheath was aspirated and flushed, and a mapping catheter was inserted into the sheath. When the physician tried to aspirate the sheath following the insertion of a mapping catheter, air would not stop coming out of the sheath as air bubbles were observed going into the syringe during aspiration. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was leak tested, and the sheath passed all leak testing. Microscopic inspection of the hemostatic valve identified small tears in both the inner and outer valves. However, the cause of the reported leak was not confirmed as the sheath passed leak testing.

Event description:
It was reported that air was visualized. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the patient, and the dilator was pulled out. The sheath was aspirated and flushed, and a mapping catheter was inserted into the sheath. When the physician tried to aspirate the sheath following the insertion of a mapping catheter, air would not stop coming out of the sheath as air bubbles were observed going into the syringe during aspiration. No air was seen in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.